Event description:
It was reported that 2 capri height expansion drivers, 1 lordosis/kyphosis expansion driver, 1 non-tapered driver, and 1 driver were all stripped at the tip outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the non-tapered driver.

Manufacturer narrative:
A visual inspection performed confirmed the driver tip to be stripped. Three driver teeth are deformed at the point where the teeth meet the flat face of the driver tip. The three teeth with damage are immediately adjacent to one another. The damage appears consistent with repeated use of the instrument with slight misalignment between the driver teeth and screw head upon inserting the driver into the screw. Device history records were reviewed for the corresponding lot and no relevant manufacturing issues were identified. A review of complaint history associated with the subject lot and catalog number was performed and no adverse trends were observed. It was reported that the capri large expandable non-tapered driver was stripped pre-operatively. The observed tip deformation and age of the device (7 years) indicate the failure was likely caused by normal wear.

Event description:
It was reported that 2 capri height expansion drivers, 1 lordosis/kyphosis expansion driver, 1 non-tapered driver, and 1 driver were all stripped at the tip outside the or. There was no associated procedure with this event, therefore, no adverse consequences to any patients were seen. This report captures the non-tapered driver.